Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy and would use multiple daily injections (mdi) if necessary.